Event description:
The customer complained that the device won't power up on ac mains. The reported complaint was not associated with pt use.

Manufacturer narrative:
Physio-control evaluated the device, and observed that it would no operate on ac power. Physio replaced the power supply assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly, and determined that root cause for the reported incident was a failure of the eos power supply module. Transistors q1, q2, q6, and diode d1 were found to be shorted, fuse f1 was open.